Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had multiple unspecified cartridge issues. Customer continued to use current pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.